Event description:
It was reported by the representative that the (1) hp053 was used during a laparoscopic ovarian cyst procedure. It was reported that the luke handpiece did not work from the start of the case. The nurses performed troubleshooting with the blade and then the handpiece and discovered it was the handpiece. They then switched to the old white handpiece which worked fine. The case was completed with the older model handpiece. There was no pt consequence.